Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the recharger telemetry module (rtm) paddle was heating up and warm while charging the implantable neurostimulator (ins). There were no messages observed on the patient controller. It was stated that the issue was causing discomfort for the patient. The rtm was replaced and the issue was resolved. No further complications were reported or anticipated.